Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the pacemaker header's set screws had to be drilled out as they were stripped. After successfully removing the leads, it was noted that the right ventricular (rv) lead's ring seal detached and was left stuck on the header port. The rv lead remained implanted, and a new pacemaker was implanted. There were no patient consequences.